Manufacturer narrative:
(B)(4). This complaint cannot be confirmed based on the analysis of the sample received for evaluation. No root cause relating to the manufacturing process for product code has been determined. The assignable cause is undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
This is an international report where the clamshell sys 2 has insufficient or no iodine. There was no patient involvement; therefore no patient injury or medical intervention.